Manufacturer narrative:
The patient disclosed that she is experiencing a new pain on the other side of the calf, away from the stimulator but thinks the stimulator causes it. The clinical representative stated that the patient underwent a revision on (B)(6) 2020. The stimulator has not been turned on since the revision. The clinical representative reached out to the implanting clinician. The clinician stated that the patient's new pain is not related to the stimulator and is unsure of the cause of the new pain. Based on this information, the new pain is confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the new pain is unknown/no problem found.

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to report that she would like to get the stimulator explanted.